Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a bleeding sore under the electrode from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use an over the counter antibiotic cortisone cream. Follow up indicated that the patient's skin irritation is improving with the use of the cream.